Event description:
It was reported that at the end of a ureteroscopy, when the physician withdrew the stone cone, he noticed that the coil had stayed in the pt, and he believed it had been hit with the laser. It was reported that he used a backup device to complete the procedure with no further complications, and planned to remove the coil when he removed the stent the following week. After the follow up procedure it was reported that the procedure was successful, both the stent and the coil were removed with no complications, and the pt was fine. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number.